Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The output connector and upper/lower cases were found to be broken. The device would not power up when it was received because it had been opened, and the board connector cables were disconnected. It was also observed that the battery release, battery drawer, keyboard, lcd (liquid crystal display), and battery flex were contaminated, the lead flex cover was corroded, and the battery contacts were compressed. The ring, side bail covers and ring, and side bails were missing.

Event description:
It was reported the atrial connector and rear case are broken. There was no patient involvement.